Event description:
The physician was performing a pancreatic pseudocyst with a gi aspiration needle when the needle tip split in two. It was reported that the detached portion lodged in the cyst. The pt was transferred to the surgical dept. Where the needle was retrieved surgically. No other info was made available.